Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient received a right hip replacement in (B)(6) of 2007. It is further alleged that "on (B)(6) 2019 she was seated and bent over to pull up her socks when she felt a "pop" in her right hip, followed by excruciating pain". Allegedly she was found to have suffered a break in the femoral component of her right hip replacement and was revised 5 days later on (B)(6)2019; during her surgery "the femoral head was quite worn on the inner surface and that there was a considerable amount of titanium debris in the soft tissues."